Event description:
It was reported that during a surgery a part of the device handle snapped when the surgeon was inserting the sheath. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.